Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 03/26/2019, was sent in error.

Event description:
The customer reports difficulty in advancing the catheter in the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports difficulty in advancing the catheter in the patient.